Manufacturer narrative:
H2) additional information: d10: product ID: 9733752, lot number: 603000776. H3) further analysis of the flat emitter found that the cable had a cut in it. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant products: em intfce 9735825 s8 em instr intfce, lot 603000972, was returned to the manufacturer for analysis. Analysis was not complete on the date of filing. Codes 4118, 3233, 11. H2: see b5 h3/h6: a medtronic representative went to the site to test the equipment. It was reported that the breakout box, flat emitter, and em controller were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Codes 10, 120, 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the root cause was unknown. A manufacturer representative reported that the suspected cause of the issue was the breakout box.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: controller 9735824 em s8 svc, lot/serial: (B)(6), product ID: em intfce 9735825 s8 em instr intfce, lot/serial: (B)(6). H3,h6: the controller was returned to medtronic for analysis. Testing was conducted and a connection could not be established between the controller and computer. Fdm b01, fdr c13, and fdc d02 are applicable to the controller analysis. The em interface was returned to medtronic for analysis. Testing was conducted and the issue was confirmed. The em interface was not functioning as intended. Fdm b01, fdr c02, and fdc d02 are applicable to the em interface analysis. Additional information: the emitter was returned for analysis and no faults were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while the manufacturer representative was on site troubleshooting a different system, the emitter and break out box from that system were swapped into the system involved in this event. Connecting the break out box to the system was difficult to plug in, but did connect fully. After doing that, the system displayed "localizer faulted". This showed when nothing was connected, as well as when either the original components or other system's components were connected. A reboot and reconnect did not resolve the issue. It was unknown if the issue was caused by the break out box or the emitter. There was no patient involved when the issue was discovered.